Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced damaged drive support cap. The customer's blood glucose reading was 120 mg/dl. The customer reported a crack on the pump. The location of the damage is on top of the battery compartment. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump alarmed compromised force sensor system during the basic occlusion test due to loose protruded drive support disk. Unable to perform occlusion, prime and excessive no delivery tests due to compromised force sensor system alarm. The insulin pump passed operating current, unexpected restart error test and displacement test. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked battery tube threads and missing the end cap sticker.